Event description:
It was reported that the right atrial (ra) lead was surgically repaired with sleeve during device changed out. This lead remains in service. No additional adverse patient effects were reported.